Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a full breach outer insulation degradation adjacent to the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.